Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(4), batch: 8081507.

Event description:
Related manufacturer reference number: 1627487-2023-02491. It was reported the patient had a possible fractured lead. As a result, the patient's lead was explanted and replaced. During the procedure, the physician cut one of the already implanted leads. As such, that lead was explanted and replaced. The investigation did not determine which lead was possibly fractured and which lead had been cut.